Event description:
Name of procedure: laparoscopic cholecystectomy. Event description: they said when pressing the trigger there was a misfire and the clip would not release or eject. Additional information provided by an applied medical representative on 23sep2025: there was no clip loaded into the jaws. The clip was loaded and visible between the jaws of the device, it was properly seated. The trocar model/size used was c0r85. The trigger could be easily and completely actuated. There was no resistance in trigger actuation. The clip was loaded into the jaws prior to the instrument's insertion/removal through the trocar. The actuation was completed by fully squeezing the trigger "plastic to plastic" and allowing the instrument to rest. The first clip fired the second clip fell out. Intervention: they just got another clip applier. Patient status: fine.

Manufacturer narrative:
The event unit is not being returned to applied medical for evaluation. A follow-up report will be provided upon completion of the investigation.

Event description:
Name of procedure: laparoscopic cholecystectomy. Event description: they said when pressing the trigger there was a misfire and the clip would not release or eject. Additional information provided by an applied medical representative on 23sep2025: there was no clip loaded into the jaws. The clip was loaded and visible between the jaws of the device, it was properly seated. The trocar model/size used was c0r85. The trigger could be easily and completely actuated. There was no resistance in trigger actuation. The clip was loaded into the jaws prior to the instrument's insertion/removal through the trocar. The actuation was completed by fully squeezing the trigger "plastic to plastic" and allowing the instrument to rest. The first clip fired the second clip fell out. Intervention: they just got another clip applier. Patient status: fine.

Manufacturer narrative:
The event unit was not returned to applied medical for evaluation. As the event unit was not returned, applied medical is unable to determine if the event unit exhibited any non-conformances that could have contributed to the reported event. In the absence of the event unit, it is difficult to determine if the reported event was caused by a manufacturing non-conformance or circumstantial factors at the time of use. Applied medical has reviewed the details surrounding the event and is unable to determine the exact root cause of the event. Applied medical has performed a historical trend analysis and review of production records and no trends were identified.